Event description:
A physician inserted a 2.25x18mm cypher us rx stent and deployed the system. Then the physician inflated the balloon and noticed the stent was missing but found it on the table. There was no patient injury. There was no problem removing the product from the hoop. The account staff indicated that the stent looked "weird- like it has a lucite covering on it. They also indicated that the scrub person did rub her fingers over the stent to make sure a covering was not on it and had others look at the stent because it ¿looked funny-almost like bubble on the end." The sds was pulled negative prior to insertion into the patient's body. The balloon was not inflated or partially inflated prior to inserting the stent delivery system (sds) in the catheter and was in the neutral position when being advanced. There was no difficulty inserting the device into the patient. There were no adverse consequences to the patient and 2 2.25x13mm cypher stents were used instead to treat the patient. There were no adverse consequences to the patient. The product will be returned for analysis.

Manufacturer narrative:
Sheath: 6f cordis catalog number #504-65x, guidewire: bmwii, (B)(4) and guide catheter was used 6f xb3.5 cordis catalog number f#670-054-00.device history record (DHR) review was conducted and the product met quality requirements for product acceptance.this device is available for testing and evaluation but the engineering report is not yet available. Additional information received, will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a pci, a cypher stent dislodged from the balloon during preparation of the device for use. The physician inserted the product and inflated balloon for deployment. At this time, the stent was noticed missing and was found on the preparation table. Investigation revealed that there was no difficulty removing the product from the hoop, however the scrub person preparing the device reported that the product looked like "it had a lucite cover on the stent or a bubble on the end" and rubbed her fingers over the stent to make sure there was no cover. The IFU indicates that stent manipulation (e.g.rolling the mounted stent with your fingers) may cause coating damage, contamination or dislodgement of the stent from the delivery system balloon. Additionally, negative pressure was pulled prior to inserting the product in the patient. The IFU indicates to not induce a negative pressure on the delivery catheter before placement of the stent across the lesion. This may cause premature dislodgment of the stent from the balloon. The procedure was successfully completed with the implantation of two other cypher stents. There was no patient injury reported. The product was returned for evaluation. One non-sterile cypher us rx was received on its original coil dispenser, inside of its original pouch and box, both components were opened. The stent was received detached from the sds balloon, inside of rectangle box of the coil dispenser. The hub and sds presented no damage. The balloon presented dry inflation medium residuals. No other visual anomalies were observed on the received unit. The stent and balloon were inspected under a microscope. Bumping and crimping marks were observed on the balloon. The stent presented not anomalies. The balloon was inflated with water successfully without any anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodgement failure by the customer was confirmed. Neither the product analysis nor the DHR review suggests that the failure could be related to the cypher manufacturing process; therefore, no corrective action will be taken at this time. The information provided suggests that there are possible product manipulation factors that may have contributed to this event.